Event description:
Son's bedwetting alarm has overheated to dangerous levels. The alarm was touching his skin and it just burnt him at the point. Very scared or another one again. He was just sleeping and did not get the alarm wet or anything like that. It just acted up and burnt him an hour into his sleep. FDA safety report ID# (B)(4).